Event description:
A pump declared an altitude alarm, and the customer's insulin delivery was suspended due to this condition. Blood glucose levels did not exceed 500 mg/dl and remained within a safe range. Technical support advised cleaning the speaker holes and attempted to troubleshoot by reconnecting the cartridge, but these efforts did not resolve the issue. The customer was unable to resume insulin or load a new cartridge, and further follow-up was planned for continued troubleshooting.